Event description:
It was reported via repair work order that the head section was damaged and would not function correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The head section telescoping tube was bent but did not affect any functions. The technician reported that impact damage to the head section had likely resulted in the bent condition. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the head section was damaged and would not function correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.